Manufacturer narrative:
Upon further review, it was discovered that this medwatch is a duplicate of the event associated with medwatch# 8010047-2021-02182. This complaint file and accompanying reports will all be closed, and all relevant information will be reported un mw#8010047-2021-02182.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Olympus was unable to duplicate the user report. Unit tested with ltf-vh & pef-v scopes. Found video connectors were locked securely after inserting with a click from the video connector latch. Unit passed all functional tests. All video output signals and images tested ok. Unit has up to date nbi and software version 2.0. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the visera pro video system center would not display the proper image. According to the initial reporter, the screen would only show color bars, and the camera did not seem to seat properly in the device. The customer changed to another box and the system functioned properly. There was no patient harm or consequence reported as a result of this event.